Event description:
The device in the right common femoral access site became stuck and could not be removed from the artery. Because of this maldeployment, vascular surgery consultation was requested.